Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that an asymptomatic patient presented in-clinic for a routine follow-up. Upon interrogation of the patient's pacemaker, the patient immediately experienced a dizziness and a syncopal episode. Further examination of the patient's pacemaker revealed loss of capture during inductive telemetry interrogation, and an unspecified autocapture malfunction was suspected. Corrective programming changes were made to resolve the issue. The patient was stable throughout and was asymptomatic after programming changes were made.